Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a frayed cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have damage of the conductor wires insulation. No conductor wires were exposed, and the insulation was lifted with no pieces missing. The instrument passed the electrical continuity test, removed from the back end, no damage was found. Additional observation(s) not reported by site was that the instrument had various scratch marks with light material removed on the main tube. The scratch marks were 0.088 - 0.175 in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse.